Event description:
The subject device was returned to an olympus service center with a report that there was no image due to error. There was no patient or user injury reported. During inspection and testing of the returned device, service observed scope error e315 was displayed on the monitor. This report is being submitted for the malfunction [scope error e315] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope connector was corroded due to fluid ingress, causing the scope error e315 to occur. A definitive root cause could not be determined; however, the following are the potential causes: - water ingress inside the product - failure of image sensor unit - failure of the board inside the video connector - system malfunction. The event can be detected/prevented by following the instructions for use: -inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. · do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. During the device evaluation, service observed a liquid leak in the light guide bundle. In addition, fluid ingress was found in the operating section. A leak was observed in the universal cord. The angle of curvature was insufficient due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The lighting lens was cracked due to external factors (bumping of the tip). The curved rubber adhesive was cracked. The adjustment ring was stiff. The up/down knob was not watertight. There was a snag on the right/left knob. Wrinkling was observed in the universal code due to handling. Scratches were observed on the insertion tube, on the control section, on the tip cover, on the switch box, on the universal cord, on the scope connector side of the universal cord, on the insertion tube boot, on the control section cover, on the grip, and on the scope connector cover. Dirt that was difficult to removed was observed on the operating section, and stains difficult to removed were observed on the objective lens. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.